Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, the balloon ruptured immediately right after the first inflation. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
(B)(6).